Event description:
Three days after the implantation, the patient developed elevated lvad ((B)(4)) power consumption. In addition, the site reported a change in the sound of the pump. The patient was reported to be asymptomatic at this time. The patient was treated with an lvad pump exchange ((B)(4)). Once the pump was explanted, the site reported seeing thrombotic material on the impeller ¿blades¿ and stress marks. The patient was returned to the operating room two days later for chest closure. The site has indicated that it will retain the explanted lvad for their own investigation.

Manufacturer narrative:
The site has indicated that they will conduct their own investigation, therefore, the product will not be returned. Additional information will be submitted within thirty (30) days of receipt. Site will conduct own investigation.

Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis and has indicated that it will perform its' own internal product investigation. Review of the manufacturing documentation confirmed that pump met all requirements for release. The reported event of high power was confirmed through a review of the controller log files. The cause that led to the reported event could not be determined. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. No additional information will be forthcoming.